Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The breach was not further specified. The patient was hospitalized for the event of peritonitis. The treatment for the event and the patient¿s outcome were not reported. On an unknown date, the pd catheter was removed. The patient¿s hospitalization was ongoing at the time of this report. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information was received about the peritonitis case. The patient was hospitalized for 49 days for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.